Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, impedance variations, increased and high sic (sensing integrity counter), rv tip to rv ring non-physiologic oversensing observed on stored egms (electrograms), and a lia (lead integrity alert) was triggered. It is suspected there is a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.